Manufacturer narrative:
(B)(4). Batch # unk. Additional information was requested and the following was provided: what action did the surgeon take to correct the bleeding? An hemostatic device was used. Did the patient require a transfusion? Yes. Was another medical intervention required due to the problem presented with the device? (Eg, x-rays, additional procedures, additional clinical treatment, additional medications, additional review). No. What is the current status of the patient? Recovered / resolved. What structure was the source of the bleeding? Inferior mesenteric blood vessels. What was the product code of the cartridges used ? Gst60w. What structure was the stapler used on? Inferior mesenteric blood vessels. Was the bleeding addressed intraoperatively, and if so how? Yes. Can further detail be provided for what is meant by ¿hemostatic device¿? Primary hemostatic technique. The surgeon used er320 clips to stop the bleeding. What was the estimated blood loss? Can't have access to that information. What is the current patient status? Recovered. Were there any issue with device thought-out the procedure that included staple formation? No. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances / manufacturing irregularities were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications.

Event description:
It was reported that after firing the echelon powered plus stapler, the surgeon notices that the staple line is bleeding. Hemostatic devices were used.